Event description:
Reportable based on device analysis completed on 03 jul 2024. The opticross hd imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the tip was detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath, telescope, connector shaft pin, and imaging window were kinked or bent, and the tip was detached. Impedance and image tests cannot be performed due to the bent pin. Functional testing with a guidewire and recognition cannot be conducted due to the device condition. Based on the evidence of the detached tip, bent pin, kinked telescope, imaging window, and sheath, this escalates to a complaint.

Manufacturer narrative:
H6 evaluation conclusion codes: corrected. The device was returned for analysis. Visual and microscope inspections revealed that the sheath, telescope, and imaging window were kinked/bent. The hub connector pin was bent, and the tip was detached. Impedance and image tests could not be performed due to the bent hub connector pin, and functional tests with the guidewire and recognition could not be carried out due to the observed tip detachment. Telescope kinking is often caused by the action of external forces over the material, such bending forces could be found during the procedure, during the user's handling of the device, and mainly during telescoping action. A kink in the telescope can occur when advancing the transducer to the most distal section with the telescope function. This action causes a compressive force in the male telescope tubing that if not parallel to the friction from inserting the male into the female section, could bend the telescope and collapse the tubing, causing a kink.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. The opticross hd imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the tip was detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath, telescope, and imaging window were kinked/bent. The hub connector pin was bent, and the tip was detached. Impedance and image tests could not be performed due to the bent hub connector pin, and functional tests with the guidewire and recognition could not be carried out due to the observed tip detachment.

Event description:
Reportable based on device analysis completed on 03 jul 2024. The opticross hd imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the tip was detached.